Manufacturer narrative:
The device is undergoing laboratory testing to determine root cause.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services department. Upon interrogation the device had been found in safety mode. The fault history codes 1,2, and 3 all displayed 0xc. The patient had been admitted into the hospital's emergency room (ER) following delivery of shock therapy that had occurred the previous day. Ts discussed the 0xc fault and recommended that the device should be explanted. The local representative was planning to discuss further with the physician. Subsequently, boston scientific received information that this device was successfully explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection identified scratches on the external casing. All of the seal plugs were intact and all of the set screws operated normally. A review of stored data confirmed the clinical observation that the device had reverted to safety mode. Further review found that several system faults had occurred that could not be corrected by the device. A location storing data related to general diagnostics had been altered, which resulted in reversion to safety mode ((B)(6) 2012). Based on the field report and laboratory findings, it was concluded that the device was capable of delivery therapy following reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.